Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer insulation exhibited cosmetic environmental stress cracking and a cosmetic depression.